Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic 24 millimeter (mm) balloon. It was noted that the bav had to be performed 3 times due to the patient's tough non-coronary cusp (ncc) calcification. Upon the first deployment attempt, the valve was positioned at 3 mm on the ncc and 8 mm on the left coronary cusp (lcc), which was considered a good depth, however, a left bundle branch block (lbbb) occurred. Subsequently, the valve was partially recaptured to attempted a more shallow position. Upon the second deployment attempt, the valve was positioned at 2 mm on the ncc and 8 mm on the lcc, however the lbbb remained, although it was more shallow. It was decided to fully release the valve, however the valve tilted unexpectedly, with the final implant depth being 6 mm on the ncc and 8 mm on the lcc, with the lbbb remaining. Per the physician, the patient's short septal membrane contributed to the conduction disturbance.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex a code was erroneously omitted from the initial medwatch. Additional codes. Annex g code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic (toray inoue) 24 millimeter (mm) balloon. It was noted that the bav had to be performed 3 times due to the patient's tough non-coronary cusp (ncc) calcification. Upon the first deployment attempt, the valve was positioned at 3 mm on the ncc and 8 mm on the left coronary cusp (lcc), which was considered a good depth, however, a left bundle branch block (lbbb) occurred. Subsequently, the valve was partially recaptured to attempted a more shallow position. Upon the second deployment attempt, the valve was positioned at 2 mm on the ncc and 8 mm on the lcc, however the lbbb remained, although it was more shallow. It was decided to fully release the valve, however the valve tilted unexpectedly, with the final implant depth being 6 mm on the ncc and 8 mm on the lcc, with the lbbb remaining. Per the physician, the patient's short septal membrane contributed to the conduction disturbance. Additional information was received that the delivery of the valve was performed accurately. After full release, the valve assumed a tilted position in accordance with the patient's anatomical shape.

Event description:
Additional information was received that as a result of the valve tilting towards the ncc, the depth of the ncc became 6 mm. However, the valve did not dislodge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.